Event description:
It was reported by the affiliate that the (1) device was used during an unknown procedure. It was reported that the tim20 was difficult to close. The surgeon completed the case with another instrument. There was no consequence to the patient.